Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a blood oxygen saturation decreased while using a ventilator. The patient was hospitalized and made a full recovery. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue. The ventilator failed additional test steps. The device's flow sensor assembly was replaced due to dirt and dust contamination.

Event description:
The manufacturer received information alleging a blood oxygen saturation decreased while using a ventilator. The patient was hospitalized and made a full recovery. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.